Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump received a low reservoir alert, but could not clear it due to a keypad anomaly. His blood glucose at the time of incident is unknown. The customer states that he wore some shorts that were a little damp. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.